Event description:
It was reported via journal article that an embolism, requiring additional intervention occurred. The patient was admitted to the cardiology department for a planned coronary angiography due to canadian cardiovascular society ii angina. The patient medical history included hypertension, dyslipidemia, and prior angioplasty of the left anterior descending coronary artery, in which a drug-eluting stent had been implanted 5 years earlier. The coronary angiography procedure was performed via right radial access. After passing a guidewire and then the right diagnostic catheter (boston scientific impulse; jr 4.0 6f), angiography of the right coronary artery was performed, and no significant angiographic abnormalities were observed. After replacing the catheter with a left one (boston scientific impulse; jl 3.5 6f) and administering contrast, occlusion of the left anterior descending coronary artery was detected with an image that could suggest embolism. During this maneuver, the patient reported chest pain, and ventricular arrhythmias (non-sustained ventricular tachycardia, isolated ventricular extrasystoles) were recorded on the monitor; symptoms not previously noted. Urgent intervention was undertaken. After replacing the diagnostic catheter with a non-boston scientific guiding one, a guide wire was introduced into the anterior descending branch, and aspiration thrombectomy was performed. Control contrast injection showed normal flow in the vessel. Diagnostics evaluation was extended with non-boston scientific intravascular ultrasonography, which revealed malposition of the previously implanted stent (minimum lumen area 3.3 mm squared; vessel diameter 3.7 mm) and a normal image of the remaining part of the vessel. Balloon angioplasty was performed using an nc 3.5/15 mm catheter expanded to 20 atm. Minimum lumen area on intravascular ultrasound after the procedure was 9.2 mm squared. The material obtained from aspiration thrombectomy contained a fragment of vascular endothelium approximately 3 cm long, most likely originating from damage to the radial artery during insertion of the left diagnostic catheter. During follow-up, the patient remained stable, with no recurrence of angina. A small hematoma developed in the forearm, but control ultrasound confirmed normal flow in the right radial artery. Antiplatelet therapy with aspirin and clopidogrel was administered. The patient was discharged in good general condition with a recommendation for continued outpatient monitoring. The patient was referred to a rheumatology clinic for further evaluation regarding potential vasculitis or systemic connective tissue disease.

Manufacturer narrative:
(B)(4).